Event description:
Customer reported the outpatient infusion clinic has noticed that some infusions were not finishing on time. This is happening with both secondary infusions and primary infusions. They use the b. Braun secondary set, model v1921. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or even info was provided.

Manufacturer narrative:
(B)(4). Although requested, customer states that device will not be returned because no product was sequestered. Customer states that no further pt or event info is available. Carefusion sales rep visited the outpatient infusion clinic and observed that the physical set up of the infusions may be part of the problem. He noted some of the infusions did not have proper head height (primary infusions with bags hung lower than 20 inches above the pump module and secondary infusions with not enough head height differential between the primary and secondary bags). The rn said they would implement the suggestions and if issues continue, she will contact carefusion.